Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. Patient was kept overnight per routine, and in the morning patient stated they were "just not feeling quite right". In response, the physician performed a transthoracic echocardiogram and a 5 millimeter pericardial effusion was discovered. Device was still in place. The effusion was new and not seen on the day of implant. Patient was kept another night for observation. No interventions were performed. The effusion resolved on its own and patient was discharged home.